Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains guidance for proper patient registration technique, which includes selecting bony landmarks for registration.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site nurse reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon experienced difficulty registering the patient. Tracer registration failed. Model looked clean and like the patient. There was no tilt in the scan. Points collected on the patient forehead seemed to be aligned, however, points on the nose were skewed to the right. Tracer registration passed, but was deemed to be inaccurate. In trouble-shooting, switched to pointmerge registration, points were already stored. Matched points; all green with 1 marginal, accuracy was 5 millimeters off anteriorly. Re-storing and matching points brought no improvement. Re-started software, re-started tracer registration and instructed the surgeon to collect approximately 30% of points on bridge of the patient nose before moving to forehead/temples. Accuracy was at best, however, surgeon deemed being approximately 2 millimeters to the right throughout the scan. The surgeon opted to continue the procedure with this knowledge. Noted was that the patient was large, (B)(6). The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6) 2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015: software investigation completed. Findings are that the patient appears to be grimacing in the scan. In addition, this is not an ideal patient for tracer registration. Image also indicates that some stored pointmerge points are on soft tissue instead of on boney anatomy. Software is functioning as designed. Determined to be a use error. No further issues have been reported.